Event description:
It was reported that during a routine device changeout procedure, a fracture was observed on the right ventricular lead. High impedance was observed. The lead was capped and replaced. The patient was asymptomatic throughout the procedure.

Manufacturer narrative:
(B)(4).